Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was multiple shocks for possible supra ventricular tachycardia (svt) that the device classified as ventricular fibrillation (vf). Follow up yielded no information. The device remains in use. No further patient complications have been reported as a result of this event.